Event description:
It was reported by the affiliate that the (1) tl90 was used during a colon procedure. It was reported that the device would not staple. The case was completed with another device and there was no pt consequence.